Manufacturer narrative:
(B)(4) event (B)(4) was reported to varian medical systems, inc from the (B)(6) investigator. The user site had not previously reported the event to varian.

Event description:
Brachytherapy pt developed radiation skin reaction after being treated with a vaginal cylinder applicator for three fractions. No abnormal issues noticed at time of any of the three treatments although a physician may have had a more difficult time getting their hands on the applicator to fasten the transfer guide tube (tgt). Pt called her physician some number of days following completion of treatment to report skin irritation on upper thighs. A physicist at lovelace informed varian medical systems that the best estimate for skin dose to the pt was "in the thousands of rad", and that the dose at 2cm was approximately 700 rad. His calculations were based on his best guess of what happened and assumed a gap of 7mm between the source and the pt. A blanket was also between the source and pt. The area involved on the pt's thigh developed moist desquamation. The area is healing and is now red and flaky. The pt is (B)(6), very heavy and has short term memory problems. They are not certain of which fraction the error occurred on, but believe it was the third.